Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range pacing impedance measurements. All other measurements were normal and within range. A revision procedure may be performed in the near future. Technical services (ts) was contacted to discuss possible root cause. Ts indicated a gradual increase in impedance suggests there is a build-up of calcium deposits at the electrode tip/tissue interface. Ts advised to monitor the device/lead operation as the impedance trends upwards to ensure other parameters like sensing and thresholds remain acceptable. However, once the impedance is beyond the diagnostic range of the device, ts would advise appropriate intervention. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Subsequently a lead replacement procedure took place and the physician elected to replace the device and connected this right ventricular lead to the new device. The out of range measurements were still noted with the newly implanted device, in additional noise was observed on the electrocardiogram during dialysis. Technical services discussed the case and noted that the noise pattern appeared to be external and to check ground status of external equipment and to perform a device system evaluation after dialysis. In addition a question regarding the reason only the right ventricular was being sensed was also discussed. Technical services discussed that although current flow may flow in the patients body, the amplitudes signal is dependent on the vector of current flow, and thus it is possible to get a signal on one channel but not the other channels. A follow up was performed and similar noise was reproduced without external equipment and the minute ventilation turned off. It was noted that during the follow up only a telemetry wand was applied to the patient, and although the programmer used was the same the cables were different from the first day to the second day when the follow up took place. A lead fracture was also suspected by the filed representative. Further review by technical services noted that the noise was most likely induced noise by telemetry due to high right ventricular impedance measurements. Additional information received noted that no further testing was performed to determine the root cause of the reported. A new competitor lead was added while this right ventricular lead was abandoned and remains in the patient. The device remains implanted. No adverse patient effects were reported.